Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, there was a detachment of the trocar ¿membrane¿. In order to resolve the issue, the product was removed. There was no patient injury.